Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to clear the alarm and resume insulin delivery, so technical support arranged for a replacement pump. The customer planned to use multiple daily injections as a backup therapy.